Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images taken on (B)(6) 2017, revealed the previously implanted pxc141200/15801886 endograft had lost seal. A reintervention occurred on (B)(6) 2017. It was reported there was a distal type I endoleak on the pxc141200/15801886 device. The physician extended the limb with an additional pxc endoprosthesis. The endoleak was resolved, there was seal and the patient tolerated the procedure.